Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV. Device as been explanted.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV. Device as been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening on anterior, yellow particles and weight to the spec. A visual and microscopic analysis was performed which identified: striated opening and crease fold. Based on the device analysis the final assessment is a striated opening due to surgical damage consist in the use of some surgical tool.